Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. A device history record (DHR) was reviewed and no manufacturing non-conformances we identified that would have contributed to the event. In this case, the cause of the stenosis may be related to patient factors (drug abuse, non-rheumatic tricuspid insufficiency) with a combination of pre-existing disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 2 years and 7 months post implant of a 26mm sapien 3 valve inside a surgical valve in the tricuspid position, both valves were explanted for severe symptomatic tricuspid prosthetic valve stenosis. A surgical valve was successfully implanted. The patient was discharged 4 days post procedure. Upon review of medical records, a pre-operative echo (tee) revealed a bioprosthetic and a transcatheter valve is present in the tricuspid position in a valve in valve situation. The valve was noted to be off axis in relation to the annulus. The tricuspid valve area measure 0.8cm2 with mild to moderate tricuspid regurgitation.